Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (08/20/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have an electrical fab short circuit from u2 pin 41 short to u2 pin 1. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.